Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 400mg/dl. Customer treated with pump. Customer declined high blood glucose troubleshooting because the issue resolved itself by changing out the entire infusion set. Customer was advised to monitor the pump and the high blood glucose and call back if any further assistance is needed.